Manufacturer narrative:
The field complaint of battery impedance problem was confirmed. The device was received in normal working conditions for analysis. Analysis of the device image shows auto-capture was enabled throughout the implant period and cell impedance fluctuation was noted, which is consistent with a calibration anomaly due to a firmware corruption. Further analysis was performed, including a mechanical stress test and an accelerated battery test, which exhibited normal device characteristics. Furthermore, no impedance anomalies were observed and the battery was still above elective replacement indicator (eri) level. A longevity assessment was performed, and the implant duration exceeded the total projected longevity based on field settings.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a decrease in the battery impedance was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.